Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Tensions spring broke off during the procedure, case was a radical right nephrectomy. No harm to patient nor staff.

Manufacturer narrative:
Qn#(B)(4). Report 3011137372-2021-00161 is retracted. The customer confirmed that the device defect occurred prior to use.